Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. Showing out-of-range pacing impedance measurements. Which was suspected to be caused by calcification. Reprogramming options were recommended and the plan is continuing to be monitored. Additionally, it was noted that the device had an isolated stored signal artifact monitoring (sam) episode which revealed a high out-of-range impedance measurement and high capture thresholds were also observed. The patient was presented to check in and no oversensing was observed. At this time, this product remains in service and there were no adverse patient effects reported.